Manufacturer narrative:
The instrument was not returned for evaluation, but the hospital confirmed they use 3rd party repair on beaked instruments; we think the breakage of the instrument is related to the material 3rd party repair entity uses and the workmanship. Karl storz does not authorize 3rd party repair nor does it provide replacement parts. Hospital is not releasing instrument.

Event description:
Allegedly, the doctor was performing a holep procedure when he noted that the intact ceramic tip broke off the instrument and fell into the patient. Per the hospital, the doctor immediately removed the piece. Statement from the customer: "there was some internal trauma to the patient's urethra" from retrieving the whole beak; no medical attention was required. Procedure completed.

Manufacturer narrative:
The device was returned for evaluation. We found that the intact beak was no longer attached to the distal end of shaft. There were also three dents on the very end of the shaft. The hospital confirmed they use prezio/3rd party repair on beaked instruments. We think the cause of the detachment of the ceramic beak was a combination of 3rd party repair (incorrect material, inadequate workmanship) and the damage to the distal end of shaft which can cause beak to loosen. Karl storz does not authorize 3rd party repair nor does it provide replacement parts.

Event description:
This is a supplemental: we will be providing evaluation of instrument and updating any fields that show product returned and evaluated.